Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a breath delivery (bd) power on self-test (post) event. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
A pneumatic was returned to covidien/ medtronic¿s product analysis. An investigation was performed and the product analysis technician reported that water was logged inside the pneumatic. The root cause was isolated to water damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A third party service provider inspected the device and found that water was logged inside the pneumatic. The service provider cleaned and dried the pneumatic, performed calibrations and extended self-testing on the device and the ventilator was found in working condition. If information is provided in the future, a supplemental report will be issued.